Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 08 may 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
A tracheal tube was used and about 7 hours later a leak was discovered. Upon examination of the tracheal tube returned to us, it was found that the area near the base of the cuff was damaged. While no harm or injury was reported, this incident resulted in the patient requiring reintubation. If such an incident were to reoccur, there is potential for serious harm or injury.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress all information reasonably known as of 08 may 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint reported "a tracheal tube was used and about 7 hours later a leak was discovered. Upon examination of the tracheal tube returned to us, it was found that the area near the base of the cuff was damaged." On april 9, 2025, well lead received the customer complaint from distributor (B)(4) that the user declares that a tracheal tube was intubated into the patient, and about 7 hours later a leak was discovered. Because the lot number is not available, well lead could not review the retained samples and DHR accordingly. The tear of the cuff from the photo was too large to hold the cuff pressure, it would be found in workshop's inspection and the inspection of leakage is 100% full inspection, so the leakage product be released was low. The product has been passed the prior test before intubation, so well lead could not determine the root cause for this case is product itself based on above investigation. Well lead was unable to determine a root cause. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the first complaint reported for part number I-pftvvcs-80, "leakage" failure mode. There were four other complaints reported for part number I-pftvvcs-80 during the same timeframe. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
A tracheal tube was used and about 7 hours later a leak was discovered. Upon examination of the tracheal tube returned to us, it was found that the area near the base of the cuff was damaged. While no harm or injury was reported, this incident resulted in the patient requiring reintubation. If such an incident were to reoccur, there is potential for serious harm or injury.